Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that he had turned his stimulation off at night and didn't turn stimulation back on before he went to work and left his controller at home. Patient said he had a problem at work where the implant "turned on" by itself b/c he felt stimulation sensation while he was at work and he wasn't able to turn it off b/c he had left controller at home. Patient noted anytime he sat down stimulation went up. Patient has adaptive stimulation. Pt also works as a mechanic and was around a diesel engine and was working on a boat during the times he felt stimulation as too strong, pss reviewed information about potential emi and patient said he didn't think this was the cause and said that he had moved away from object he was near when he started feeling stimulation increase and the stimulation only started to increase more. Patient said when he got home he checked implant and stimulation said it was off. Patient said he then turned stimulation back on and stimulation sensation came on really strong so he had to turn stimulation on and off a couple more times to get stimulation to the level he wanted it at. Patient services (pss) attempted to walk pt through troubleshooting as. Pt let pss walk him through checking position for the group he was on, upright position registered correctly and pt felt stimulation comfortably. Pt understood how to adjust as. Pt knew how to turn as off and manually adjust and said he would do this until he could meet with rep. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt had called hcp about issue and hcp told him to see rep. Hcp didn't know who rep was at local rep hcp had been working with recently doesn't work with mdt. Pss reviewed nas function and is emailing rep.